Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. Moisture damage was found on the electronic and motor assemblies. The insulin pump had a cracked case near the display window corner, cracked display window, a cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, a stained address and serial number label and a missing end cap sticker.

Event description:
It was reported that the customer had an insulin leak from the protruding drive support cap of her insulin pump. The customer's blood glucose level was 78 mg/dl. Standard troubleshooting was performed. The customer stated the leak was not from the reservoir compartment. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.